Event description:
Diagnose with several illness. After breast implant it was very tight and numbness. It went away and nipples hurt to the touch. Became very tired and weak. Had a stillborn in 2011. After c section health issues raised. One after another. Diagnosed thyroid condition, heart condition, nerve, muscle pain and weakness. And other chronic conditions that'll be life long and cannot be cured. Will answer through personal email. FDA safety report ID # (B)(4).